Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("essure devices removed") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("hypersensitivity to nickel"), complication of device removal ("removing the essure coils isn't easy"), arthropathy ("joint issues") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, genital haemorrhage, pelvic pain, allergy to metals, complication of device removal, arthropathy and hypersensitivity outcome was unknown. The reporter considered allergy to metals, arthropathy, complication of device removal, genital haemorrhage, hypersensitivity, medical device removal and pelvic pain to be related to essure. The reporter commented: report received from media (B)(6). It refers to an unspecified number of patients. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-mar-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other (media) and describes the occurrence of medical device removal ("essure devices removed") and genital haemorrhage ("heavy bleeding") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), allergy to metals ("hypersensitivity to nickel"), complication of device removal ("removing the essure coils isn't easy"), arthropathy ("joint issues") and hypersensitivity ("allergic reactions"). Some patients were treated with surgery (essure removal surgery). Some essure devices were removed. At the time of the report, the medical device removal, genital haemorrhage, pelvic pain, allergy to metals, complication of device removal, arthropathy and hypersensitivity outcome was unknown. The reporter considered allergy to metals, arthropathy, complication of device removal, hypersensitivity, medical device removal, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: report received from media (B)(6)". It refers to an unspecified number of patients. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.